Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor did not blink when connected to the transmitter and they received a lost sensor alert. The customer's blood glucose level was 500 mg/dl. The customer stated the sensor cannula was bent. The customer was able to insert a new sensor and connect it properly. Nothing was replaced or returned.